Manufacturer narrative:
Root cause: use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, customer went to the emergency room (ER) with a blood glucose (bg) level of 68 mg/dl. Customer attempted to self-treat by consuming carbohydrates; however, was treated with food at the ER. Customer was released the same day with issue resolved. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Systems check with tandem technical support confirmed the pump is functioning as intended.